Manufacturer narrative:
Data downloaded from the device contains brief periods of timeouts. The drive was reset and paired with a pdm, producing an 0x5c drive alarm during the priming sequence. The drive mechanism was inspected and no damages or defects were found that would cause a drive stall. The ratchet gear was observed to be actuating normally and fluid was observed exiting the distal tip of the soft cannula during the rerun. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event. The cannula assembly was checked for manufacturing deficiencies that could contribute to bleeding or bruising and nothing was found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 285 mg/dl while wearing the pod between 36 and 48 hours on the hips/buttocks. For treatment, the patient changed out the pod for a new pod.